Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was unable to be confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that the ilet wake button was intermittently unresponsive, requiring the user to place the device on a charger to restore function, consistent with a device mechanical or electrical control issue. Symptoms included no clinical effects. Outcomes included no impact to health and no medical intervention. Investigation included customer interview and troubleshooting with user education. Investigation of this device was received and revealed not being able to replicate an unresponsive wake/sleep button consistent with a hardware malfunction affecting the user interface component. It was concluded, based on previously established findings for similar reports, that the cause was not a device hardware failure of the wake/sleep button assembly.